Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited under sensing and unspecified oversensing. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.